Event description:
A nurse reported that this male peritoneal dialysis (pd) patient was in the hospital due to peritonitis. The patient was admitted on (B)(6) 2025 and was completing continuous ambulatory peritoneal dialysis (capd) during the hospitalization. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to a non-functioning pd catheter (not a fresenius product). The patient¿s pd fluid was cloudy. A pd effluent culture was obtained. The patient was sent to the emergency room (ER) due to the pd catheter issue. The patient was admitted to the hospital on that same day and diagnosed with peritonitis. The patient was initiated on antibiotic therapy with vancomycin (dose, route, frequency, and duration unknown). The pd cultures were positive for staphylococcus aureus. The patient¿s pd catheter was removed, and a central venous catheter (cvc) was inserted. The patient remains hospitalized and is completing temporary hemodialysis (hd). The cause of the peritonitis event is touch contamination by the patient.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse reported that this male peritoneal dialysis (pd) patient was in the hospital due to peritonitis. The patient was admitted on (B)(6) 2025 and was completing continuous ambulatory peritoneal dialysis (capd) during the hospitalization. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to a non-functioning pd catheter (not a fresenius product). The patient¿s pd fluid was cloudy. A pd effluent culture was obtained. The patient was sent to the emergency room (ER) due to the pd catheter issue. The patient was admitted to the hospital on that same day and diagnosed with peritonitis. The patient was initiated on antibiotic therapy with vancomycin (dose, route, frequency, and duration unknown). The pd cultures were positive for staphylococcus aureus. The patient¿s pd catheter was removed, and a central venous catheter (cvc) was inserted. The patient remains hospitalized and is completing temporary hemodialysis (hd). The cause of the peritonitis event is touch contamination by the patient.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis was determined to be touch contamination. This is supported by the culture results of staphylococcus aureus, a normal human flora of the skin. If this bacterium is allowed into internal tissues, they can cause a variety of potentially serious infections. The pd catheter was removed due to being non-functioning and not related to the peritonitis. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.